Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that both brady and tachy therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) entered into safety mode. The crt-d remains in service and no adverse effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted. No additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) entered into safety mode. The crt-d remains in service and no adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation the cardiac resynchronization therapy defibrillator (crt-d) entered into safety mode. The crt-d remains in service and no adverse effects were reported. Additional information was received that the product was returned for analysis, thus indicating it was explanted. No additional adverse effects were reported.